Manufacturer narrative:
The astral device was returned to resmed. Evaluation did not confirm the reported complaint. There was no fault found with the returned device. Resmed reference #:(B)(4).

Event description:
It was reported to resmed that an astral device did not power up. There was no harm or serious injury reported as a result of the incident.